Event description:
It was reported that a patient presented to the operating room with pain, irritation and discomfort with a broken left trochanteric fixation nail, at the level of the helical blade. The nail was successfully removed along with the intact helical blade and intact locking screw due to non-union at the fracture site. Revision surgery was successfully completed to treat the non-union using new hardware, a 95 degree angled plate. This is report 1 of 3 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwc. A review of the device history record revealed no complaint related anomalies. The device history record shows the 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (6506050) met all specifications with no anomalies noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.